Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the screen of the liberty select cycler was dim during an unknown phase of treatment. The display brightness was set to 10. The patient noticed the screen was dimming while in treatment. The fresenius technical support representative advised the patient to discontinue using the machine and issued a replacement. Upon follow up, it was confirmed that the patient did not experience any adverse effects nor require medical intervention. The patient was able to complete treatment with the cycler. The replacement cycler was received and the original cycler was returned to the manufacturer. Upon physical evaluation, an internal short was identified on the inverter.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained dim. It was identified that the cause for the dim screen was due to an internal short present on transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.